Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they experienced multiple recoverable faults for error 1162, which is an axes controller (ac) magnetic cannula sensor fault. The tse first had the user check arm 3 for any debris inside the cannula port, which was found to be clean. The next step was to perform a hard power cycle on the system, but the error persisted. Procedure outcome is unknown at the time of the report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis confirmed but did not replicate complaint (B)(4) error. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller spar circuitboard (acsc) was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the acsc is consistent with the reported event and is the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.